Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) was initially deployed and fully recaptured due to size. A 30 mm closure device was selected and successfully implanted. Procedure was completed without complication. Later that evening, patient complained of shoulder and back pain. A few hours later, a transthoracic echocardiogram was performed, which revealed a small pericardial effusion. Patient was observed until a pericardiocentesis was eventually performed to remove 170 ml of blood. No further complications were reported. Patient has been discharged.